Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310].

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the distal right coronary artery (rca), which was heavily calcified and heavily tortuous. A 3.5 x 38 mm non-abbott stent was deployed. Post-dilatation was to be performed using the 3.75 x 20 mm nc trek; however, an attempt was made to inflate the balloon, but the balloon would not inflate. The nc trek was removed from the anatomy without difficulty. Outside the patient anatomy, an attempt was made to inflate the balloon, but the balloon would not inflate. A 3.5 x 20 mm non-abbott dilatation catheter was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.